Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/28/2020. Corrected information: d1, g1, g2. Additional information: d10, h6. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. The components were identified as product code jv987. A fracture was observed at the suture attachment sample a one side of sample a was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are made to obtain the device return for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the needle retrieved? Yes. Were are any adverse patient consequences and what medical/surgical intervention was performed to manage them - the aponeurosis had to be pricked several times, but the patient had no consequences. Is product being returned for analysis?

Event description:
It was reported that the patient underwent a hemoperitoneum procedure on (B)(6) 2020 and the suture was used. At the closing of the coeliotomy holes, during the suture of the facia, the needle pulled off. The needle was retrieved. It was also reported that the aponeurosis had to be pricked several times, but the patient had no consequences.